Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 72.0, 81.0, and 119.0 cm from the proximal end. The pusher assembly was fractured approximately 116.0 cm from the proximal end. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was kinked and fractured. If the ruby coil is forcefully advanced against resistance, damage such kink and subsequent, fracture may occur. Further evaluation of the returned ruby coil revealed additional kinks along the length of the pusher assembly and a detached embolization coil. The additional kinks were likely incidental to the reported complaint. The detached embolization coil likely resulted from the two fractured segments being separated, and retracting the pull wire out of the distal detachment tip (ddt), and resulting the embolization coil to detaching from its pusher assembly. Based on the returned condition, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele vein using ruby coils and non-penumbra microcatheter. During the procedure, the hospital technician experienced resistance while advancing a ruby coil into the microcatheter. Subsequently, the ruby coil was removed from the microcatheter and was unable to be re-sheathed on the back table. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.